Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose at the time of incident was 3 mmol/l. Customer's current blood glucose was 9.4 mmol/l. Troubleshooting was done for low blood glucose event. Customer treated low blood glucose by taking food. Customer had been using insulin pump within 48 hours of reported event. Auto mode feature was not active at the time of the event. Based on customer's report they did alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.